Manufacturer narrative:
H6, medical device problem code: a150204, failure to advance, has been added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old female patient with acute myocardial infarction complicated by cardiogenic shock was supported with an impella cp. Due to hemolysis ((B)(6)) the clinical team planned to escalate support to an impella 5.5. During the procedure, angiography demonstrated an occlusion of the right axillary artery. The left axillary artery showed multiple stenoses that could not be crossed or dilated. Because vascular access for impella 5.5 placement could not be established, escalation was not achieved, and the patient remained on impella cp for bridge to CABG. No additional device-related adverse events were reported.